Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted controller event log files confirmed the reported elevated pump power events, which were associated with rotor instability. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files contained data spanning from (B)(6) 2025 through (B)(6) 2025. Elevated pump flow was associated with left ventricular assist device (lvad) fault alarms such as harmonic_compensation and motor_instability flags. The alarms resolved following a power cycle, and the pump power returned to the baseline on (B)(6) 2025. Furthermore, no atypical events preceded the rotor instability as the pump operated as intended with stable parameters; a specific cause for the event could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site requested a log file review because the patient was admitted for an increase in pump power, subjective report of pump vibration, international normalize ratio (inr) of 1.4, and a volume overload. Log files were reviewed and the periodic log file showed power in the low 4-watt range until on (B)(6) 2025 at 10:27:16 when power increased to 6.1 watts. An lvad fault flag of harmonic compensation was also captured at that time. The harmonic compensation and elevated power persisted throughout the remainder of the periodic log file. The event log file showed power elevated and ranging from 5.8 to 5.2 watts along with harmonic compensation lvad fault flags. The pump event log file showed rotor noise was elevated throughout the log file. On (B)(6) 2025, another set of log files were sent, and showed the harmonic compensation lvad fault flags self-resolved on (B)(6) 2025 at 13:02:57. A third set of log files were sent to confirm no further issues before the patient signed out, and there were no unusual events recorded in the log file event history. The latest log file data shows the harmonic compensation lvad fault flags remained resolved. The mechanical circulatory support (mcs) equipment appeared to operate as intended. It was clarified that the vibration that the patient experienced initially was noted to have lasted approximately 90 minutes. No treatment was performed. A computed tomography angiography (cta) of the chest was done to rule out outflow graft obstruction and was negative; a urinalysis (ua) was done and resulted negative for blood and lastly lactate dehydrogenase (ldh) and haptoglobin were normal. The patient was discharged home and no product would be returned. Follow-up log files were sent for review on 15may2025, and revealed no unusual events recorded in the log file event history. The latest log file data showed the harmonic compensation lvad fault flags remained resolved. The mcs equipment appeared to continue operating as intended. The patient was doing well, had not felt any additional episodes of vibration in their chest, and their parameters had been stable since discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.